Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 02g22-30, that has a similar product distributed in the us, list number 04p53.

Event description:
The customer observed a (B)(6) architect hbsag qualitative ii result for a male patient with an acute hepatitis b infection. The patient had a (B)(6) architect hbsag result, sample ID (B)(6) on (B)(6)2022, but the anti hbcore igm result was (B)(6), and the patient was viremic with elevated liver enzyme results. It was noted that the sequence and phylogenetic analysis across the hbsag region indicated that the virus isolated from this sample belongs to genotype d. The additional analysis showed the presence of the following amino acid changes: t123a, t126i, y134h, s143v and g145k. Amino acid changes occurring at these codons may abrogate the hbsag conformation resulting in an alteration to hbsag antigenicity. Additional laboratory results were provided: havab igm2 was (B)(6), anti- hbc 2 was (B)(6), hbsag qual ii was (B)(6), and hiv ag/ab was (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative ii, lot number 32205fn00, results included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Sensitivity testing was performed using an in-house retained kit of lot 32205fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Review of trending reports for the architect hbsag qualitative ii reagent did not identify any related trends. Using worldwide field data, the performance of reagent lot 32205fn00, and associated sublots manufactured with the same material, were evaluated and are performing similar to other reagent lots in the field confirming there was no systemic issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency for architect hbsag qualitative ii reagent, lot number 32205fn00, was identified.